Event description:
On (B)(6): customer reports via phone they had started to perform a retrograde pyelogram on a (B)(6) male pt when the system fluoro failed. The physician cancelled the procedure and rescheduled for another day. No reported injury. The pt is fine.

Manufacturer narrative:
Covidien field service engineer (fse) reports that they were unable to confirm complaint. When fse arrived on site, they were able to turn on console and generator and fluoro normally. After speaking with covidien technical support, fse was advised to replace the generator console. Fse replaced the generator console and checked system for proper operation operations according to service checklist (B)(4). System was returned to full service by customer.